Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads. The insulin pump was also received with missing segments due to an open zebra connector.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they were able to clear the button error alarm by replacing the battery, but then the keypad became unresponsive. Customer stated that the insulin pump may have been exposed to moisture. Blood glucose level at the time of the call was 335 mg/dl. No further information was provided.